Event description:
It was reported that a user contacted support after receiving a ¿dosing stops soon¿ alert while using a dexcom g7 cgm with the ilet; device menus displayed ¿start sensor¿ and history showed ¿replace sensor now,¿ and the user was advised that the g7 sensor had failed, to replace it, and to contact dexcom. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of the reported alert history and cgm status indicators. Investigation of this case revealed a failed cgm sensor resulting in cessation of glucose data to the ilet and generation of the dosing alert, consistent with a sensor performance issue. It was concluded, based on previously established findings for similar reports, that the cause was cgm sensor failure.

Manufacturer narrative:
Initial.